Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers failed to open. The user attempted to perform a recovery but did not have the required permissions. They were unable to reboot the station because it was still in use for medication dispensing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed to open. A field service engineer (fse) shut down the station and removed the back panel. The fse disconnected and reconnected the row board cables from the cubie trays and the drawer control board. The fse then locked the back panel and powered the station back on. The system functioned as intended after the field service engineer repaired the device.